Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause between the report of right heart failure and heartmate 3 left ventricular assist system (hm 3 lvas), serial number (B)(4), could not be conclusively established through this evaluation. A specific cause for the reported events could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to right heart failure. There was no autopsy performed and the device was not returned for evaluation. According to the account, privacy laws prohibit providing additional information regarding the case. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.